Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2007 due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, chronic pelvic pain, vaginal area pain, dyspareunia, urine leakage, pain while urinating, frequency/urgency to urinate, abnormal vaginal bleeding, physical pain and discomfort and suffered psychologically, mentally and emotionally, continues to have urinary incontinence, severe vaginal pain, painful mesh erosion and unrelenting pain. (B)(4).